Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump. The customer's blood glucose level was 202 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.